Event description:
On (B)(6) 2013, a female pt was injected with an unk amount of radiesse into nasolabial folds. On (B)(6) 2013, pt developed facial swelling, the physician prescribed oral antibiotic prophylactically. The pt complained that her swelling was getting worse; on (B)(6) 2013, the clinic referred patient to hospital. On the same day, the pt received anti-inflammation medication and antibiotic at the hospital. On (B)(6) 2013, per clinic staff, patient's condition was much improved and almost no swelling was noted. The pt received antibiotic prophylactically right after receiving radiesse injection at the clinic. The pt was hospitalized and received antibiotic from hospital because her symptom has not improved from the original treatment that clinic offered. The antibiotic prescribed from hospital was prophylactic as well. The pt stayed at the hospital seven days for antibiotic treatment. The pt had recovered and was discharged from hospital.

Manufacturer narrative:
The device history records for the reported radiesse lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.